Event description:
It was reported that there was a question as to whether there is lead noise or electromagnetic interference that is appearing as noise of the atrial lead. It was also reported that the patient is under the care of a chiropractor who uses transcutaneous electrical nerve stimulator (tens). The physician as instructed the patient to not see the chiropractor before next follow up in order to determine if the tens is causing the atrial noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected and analyzed. Oversensing was observed as two ventricular nonsustained tachycardia <=180 ms occurred on (B)(4) 2011 and (B)(4) 2011. One ventricular fibrillation episode at 190 ms average occurred on (B)(4) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.